Event description:
It was reported a lead integrity alert (lia) was triggered for high rate non-sustained episodes and an elevated sensing integrity counter (sic). It was further reported there was intermittent t-wave oversensing (twos) . Reprogramming of the lead sensitivity was performed. The lead remains in use. No patient complications have been reported as a result of this event.